Event description:
Rptr experienced swelling, dryness, cracking of skin, small blisters, discoloration and burning. On rptr's days off, hands did not burn as much. Rptr stopped using the soap at work. Rptr had to wash hands several times to remove the powder. Swelling always persisted, so did the flaking.